Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the patient's right ventricular (rv) lead exhibited low impedance. The patient was asymptomatic. No interventions were performed, the patient would continue to be monitored.